Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter city: (B)(6). Initial reporter phone no.:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified ¿folfusor pump with a purple cap¿ leaked and under infused. The issue was described as ¿started when the protective cap was pulled off - a small amount of medicine came out. But after that it had not become noticeably emptier overnight¿. The issue was identified during a patient infusion. The device was filled with fluorouracil (5-fu) ¿among other things¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.